Event description:
It was reported that after a percutaneous transluminal angioplasty, arteriotomy closure of a 6-french antegrade puncture of the uncalcified, right common femoral artery was attempted, without angiogram, using a perclose proglide device. Reportedly, although during device deployment, the physician encountered difficulty with placing the system and with suture management, deployment was completed. However, after advancing the knot to the arteriotomy site, closure of the site was not completely successful because the physician was unable to pull the sutures with enough tension on the vessel wall. Manual arterial compression and a pressure dressing were used to achieve hemostasis. Eighteen hours after the procedure, the patient began to re-bleed at the puncture site. Hemostasis was achieved with additional manual arterial compression and a second compression bandage. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reported device (B)(4) - failure to follow steps - a femoral angiogram was reportedly not performed. It should be noted that the perclose proglide instructions for use states to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Reportedly, the abbott vascular clinical specialist advised the operator to perform a femoral angiogram but the operator refused.